Manufacturer narrative:
Customer did not provide serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the devices' operational check failed. There was no reported patient involvement.